Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing pectoral stimulation. Upon interrogation, the device had declared a code 1004 which is indicative of a short circuit condition detected during shock delivery. The patient reported receiving a shock the week prior, and the device was subsequently emitting tones. The code was cleared and then it was found the device reached battery capacity depleted. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing pectoral stimulation. Upon interrogation, the device had declared a code 1004 which is indicative of a short circuit condition detected during shock delivery. The patient reported receiving a shock the week prior, and the device was subsequently emitting tones. The code was cleared and then it was found the device reached battery capacity depleted. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the previous additional intervention performed. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error code 1004 was recorded on (B)(6) 2019. Then an error code 1007 was subsequently recorded due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare battery capacity depleted because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.